Event description:
Per independent repair center, the unit had low o2 or yellow light. The key failure was the pc board continuously displayed a yellow light even though the initial oxygen reading was at 96%.